Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut system in a patient with a large anatomy of approximately 88mm in perimeter, the valve was loaded successfully, and a pre-implant balloon dilation was performed using a 25mm balloon. During the initial deployment attempt, the valve was positioned too high and was recaptured. Upon the second deployment attempt, an infold in the valve frame was identified. The valve was recaptured and withdrawn from the patient. A new valve and delivery catheter system were used for implant. No patient complications have been reported as a result of this event. Additional information was received indicating that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, there was nothing of note in terms of patient anatomy that contributed to the infold. It was reported that everything looked good on the first deployment attempt, but was a bit high so a recapture was performed and after that the valve infolded.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012500119); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-34 (lot: 0012570966); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut system in a patient with a large anatomy of a pproximately 88mm in perimeter, the valve was loaded successfully, and a pre-implant balloon dilation was performed using a 25mm balloon. During the initial deployment attempt, the valve was positioned too high and was recaptured. Upon the second deployment attempt, an infold in the valve frame was identified. The valve was recaptured and withdrawn from the patient. A new valve and delivery catheter system were used for implant. No patient complications have been reported as a result of this event.